Event description:
Steris contacted the user facility for additional injury information, however, no additional information was provided.

Manufacturer narrative:
The facility declined an offer of an in-service training.

Event description:
The user facility reported that an employee cut her hand while removing an instrument from the washer during a processing cycle. Hospital personnel had requested use of the instrument despite it being in the middle of a processing cycle. Per the hospital's procedure, the employee stopped the washer, opened the door and pulled the instrument rack partially onto the load module. The employee then removed the instrument and pushed the rack back into the washer. The employee stated that the washer door began to close on its own and she quickly withdrew her hand. She stated that as she was removing her hand from the open washer door, her hand was pinched between the bottom edge of the door and the washer rack. The employee's glove was torn and her hand was cut. She sought treatment for the laceration at the facility emergency room, where her right index finger was cleaned, stitched and dressed, after which she returned to work. The user facility reported her hand has fully healed and she has no sustaining injuries.

Manufacturer narrative:
The steris field service technician inspected and tested the automated washer door mechanism under loading, unloading and cycle interruption operating conditions and determined that the door closed properly under these conditions and would not close automatically unless the door close button was actuated. While the technician could not duplicate the reported event, he did identify a broken spring within the door obstruction sensor. The technician replaced the spring and the washer was placed back into service. There have been no additional issues reported with this equipment. The washer is under steris service contract and was last serviced on may 24, 2010.